Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified during set up on a large suturecut needle driver instrument. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cables loose but not visibly broken at the instrument's wrist. The pitch input spun freely without the corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one pitch cable loose near the back idler pulleys/clamping pulley cable groove. The clamping pulleys exhibited white residue around cable grooves. The other backend cables were not damaged. No other damage was found. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.